Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the patient experienced high blood glucose along with nausea and was hospitalized. Patient's blood glucose level at the time of incident was 690 mg/dl and at the time of this report was 127 mg/dl. The patient received treatment orally in the hospital. The infusion was last changed a day before hospitalization. There were leaks found on the connector site. Reportedly, before hospitalization, patient was treated by manual injections for high blood glucose. Since three days prior to this report, the patient had been admitted and was still in hospital. No further information available.